Manufacturer narrative:
A ge service rep performed an on site investigation. Reseated the cine bridge board and fiber optics cable. Ran utility suite diagnostics and moved cine drive to secondary slot. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the cine function on the 9800 system drops out intermittently. There was no report of pt injury.